Manufacturer narrative:
Approximate age of device - 7 years, 2 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient presented to emergency room with dark urine, admitted and started on heparin and plavix. The inr at admission was 3.3. The lactate dehydrogenase(ldh) was 1193 u/l at time of admission, 975 u/l outpatient and the baseline was between 400-600 u/l. The manufacturer¿s technical services representative reviewed the submitted log file and observed that power and flow trending downward. The fixed speed changes from 9000 rpm ¿ 9400 rpm and low speed limit changes from 8600 rpm ¿ 9000 rpm were observed between 10may2018 and 13jun2018. No further information provided.

Manufacturer narrative:
A specific cause for the rise in the patient¿s lactate dehydrogenase (ldh) or hemolysis could not be conclusively determined as the device remains in use. The hm ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the hm ii lvas and includes information regarding recommended anticoagulation therapy and inr range.a review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.